Manufacturer narrative:
There was no patient involvement, thus no patient data exists. The serial number was not available at the time of this report. Further attempts for this information will be made. There is no expiration date for this product. Device was evaluated by a stryker field service technician on (B)(4) 2011 and at the MFR on (B)(4) 2011. The MFR date of the device was unknown at the time of this report. Additional attempts will be made to obtain this information. Evaluation summary: this malfunction was reported by a company representative while at the account servicing a separate device. The central axis had noticeable paint missing on the extension arm/spring arm joint. When the paint was tested to see if it was adhering well to the metal, several chips flaked off when a finger was brushed across it. There was also noticeable paint not adhering to the metal surface. This particular product was shipped back to the original equipment MFR for further root cause analysis. Paint chipping/flaking or adhesion issue can lead to the paint falling into the sterile field. If this occurred during a case and there is an open wound, the paint could potentially fall into the wound site and pose a serious health risk. However, this malfunction was identified prior to use and no patients were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.

Event description:
(B)(4). It was reported that paint was peeling off of a central axis. There was no reported patient involvement, and no reported adverse consequences.